Manufacturer narrative:
The device was received with intermittent buttons due to corroded keypad traces. There was no button error alarms noted. There was no display ramping, scrolling on its own anomaly noted. The device was received with cracked reservoir tube lip and battery tube threads. The device was received with minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the device scrolls up by itself. The customer's blood glucose at the time was 174mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.